Event description:
It was reported the clinician selected the vitatron screen and programmer locked up on blank screen when going back to the medtronic screen. It was also reported the programmer only has gray screen with only three icons on screen. No amount of rebooting cleared them. This happened when switching between vitatron and medtronic applications. It was also reported when programmer was powered on, it did not come up to the model select screen, only to a blank tan screen with no icons or anything. Running the programmer service disk did not correct the issue. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Drive corruption found.